Event description:
Following weight loss, the patient presented to the physician with the superior edge of the ipg protruding superficially toward the skin and also migrating within the pocket. Physician brought the patient into the or, repositioned the ipg, re-sutured, and closed.